Manufacturer narrative:
(B)(4). Date sent 11/21/2024. Additional information was requested, and the following was obtained: would a meeting with ethicon be something that dr. (B)(6) would be interested in? Just spoke to dr. (B)(6), and she said she isn¿t willing to connect. This is the standard protocol and steps they run through for a patient who has issues post linx and wanted to make us aware of the explant.

Manufacturer narrative:
(B)(4). Date sent 10/21/2024. D4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the healthcare provider like a phone call with ethicon (johnson & johnson) and the medical safety officer, dr. (B)(6) and life cycle engineer? If yes, please list 3 dates and times that would work for you. (Est). What is the product code? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the patient often state that they felt it most of the morning. The surgeon has dilated, given steroids, done testing, reassured some more and the patient is insistent they can't take it anymore. They have taken out linx with creation of toupet.